Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. The motor passed motor test. No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. The pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.